Event description:
Additional information indicated that her implantable neurostimulator (ins) was implanted in (B)(6) 2011 and it utilized a lead and an extension from a previously implanted ins. After the implant, "the problems occurred." First noticed in (B)(6) 2012, there was an error message on patient programmer. Another patient programmer was used and the same error was shown. In (B)(6) 2012, the ins was replaced together with the extension, and after this "everything was ok, no problems at all." The patient used the same patient programmer that was used with the reported ins from 2011 and there had been no more error messages.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID neu_unknown_ext, lot# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(6).

Event description:
It was reported that there was a problem with the device programming. From one visit to another the patient's device had lost a group setting and adjustable ranges were different than were previously recorded. The patient had described an error screen with a warning triangle with the letter "I." The patient had reportedly fainted and fell a couple of times. It was reported that there was a suspected break on the extension, but the neurosurgeon had not analyzed the x-rays. It was noted that the device had flipped. Approximately two weeks later it was reported that the neurosurgeon was gone until late (B)(4) and no actions would be planned until then. The patient was only turning the device on when she ate. The patient was also experiencing an electrical sensation out in her arm when the device was on. The radiologist noted that there was no visible lead/extension breakage in the x-rays. The nurse had noted impedance values of over 20,000 ohms and high on all contacts. The manufacturer's representative was not aware of the error code described. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID neu_unknown_ext, serial# (B)(4). Product type: extension: product ID 3387-40, serial# (B)(4). Product type: lead: product ID neu_unknown_ext, serial# (B)(4). Product type: extension: product ID 3387-40, serial# (B)(4). Product type: lead.

Manufacturer narrative:
Product ID: 37642, serial# (b)94), product type: programmer. (B)(4).